Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings on his insulin pump. The customer's blood glucose reading was 600 mg/dl. Per doctor's instructions, the customer was given a sliding scale, and was advised to reconnect the pump with all new supplies and monitor if the issue arise. The customer reported that he had contacted his health care provider regarding the unexplained high blood glucose readings. The customer was advised to be back on the monitor for 24 hours.